Event description:
It was reported that the patient presented for follow up after a syncopal event. A review of the remote transmission showed intermittent atrial under-sensing exhibited by the lead. The patient was in chronic atrial fibrillation. No further information was available. It was unclear whether under-sensing caused or contributed to the syncopal event.

Manufacturer narrative:
Medwatch voluntary report #: mw5147592.